Manufacturer narrative:
No button error alarm noted. Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, and minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer stated she was wearing the device in her bra while walking on the beach. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.